Event description:
During the pm, the service rep experienced a high voltage tank arc at very high kv and ma. This service was opened to order the part. Customer was notified. The system is still going to be used by the customer. There are no reports of pt injury or harm.